Event description:
Related manufacturer report number: 2017865-2025-12761. It was reported during in clinic follow up that the atrial and ventricular pacing leads exhibited a failure to capture. This loss of pacing resulted in patient dizziness. It was discovered that the leads displayed signs of subclavian crush. The leads were explanted and successfully replaced. Patient stable following procedure.

Manufacturer narrative:
The reported events of clavicle crush, failure to capture, and fracture were not confirmed. As received, a complete lead was returned in two pieces. Electrical testing did not find any indication of conductor fractures however an internal short was noted consistent with procedural damage. Additional findings not related to the complaint were seen. Visual inspection of the lead noted an external insulation breaching the outer insulation and exposing the outer coil proximal to the suture tie impression. The cause of external insulation abrasion is consistent with friction to device can.

Event description:
It was reported that both leads had fractured.

Manufacturer narrative:
Correction: updating b5 with note of fracture.